Manufacturer narrative:
The reported incident that locking screw anchorage ø3.5mm / l10mm was alleged of issue s-41 (poor fixation) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by a deviation from the operative technique. In the event description, " surgeon decided to bend distal aspect of plate so that plate would sit flat." It is specified in the operative technique not to bend a cross plate: "in some cases the plate benders ((B)(4)) may be required. When utilizing the plate benders, the following guidelines should be adhered to: do not apply on cp plates. Ensure the threaded holes of the plate are not disrupted during bending technique. It is not recommended to bend at the plate extremities. Plates should only be bent in one direction. Do not re bend plates" [original statement - page 7]. Therefore, this case is classified as user related. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. If any further information is provided, the investigation report will be updated. Device will not be returned.

Event description:
Mtp cp used on left big toe. Surgeon decided to bend distal aspect of plate so that plate would sit flat. When inserting the distal locking screw 3.5mm x 10mm the screw would not lock. A second 3.5mm x 10mm locking screw was used and it locked into place. Surgeon felt that it was a screw fault not that the plate had been bent as the second screw locked into place.